Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 220 units of insulin. The customer's blood glucose level ranged from 226-235 mg/dl, which was addressed with a bolus. Reportedly, the customer observed air bubbles in the infusion set tubing. Tandem technical support advised the customer to prime the air bubbles out of the tubing. Additionally, the customer reported being on a few medications and fighting off an infection. The customer will continue to monitor bg level and declined further follow-up.